Manufacturer narrative:
The tech found the casters were out of adjustment. He adjusted the brake casters to repair the stretcher.

Event description:
Info received indicates the brake casters did not hold in the brake mode.